Event description:
I had an abbott stimulator put in my neck. It never worked right, reprogrammed 20+ times. I wanted it out and got told by the doctor office I had to wait for 6 months. I waited in pain and went back to the doctor office after 6 months and waited 2 hours for the abbott rep who never showed up. The doctor sent me for an x-ray the next day and I was told the leads moved. I had to go back in for surgery on feb 6. They cut my neck open again; now worst pain and can't turn my head without feeling like someone is ripping my hair out by the roots feels like. I have a foot pushing in the middle of my back on the right side. I never had any of this before the stimulator was put in for neck and left side. The abbott rep is telling me this isn't normal I should be having 50% relief like everyone else. Instead, I am 50% worse now. I am being told I can't have it removed for 3 months because it's a (B)(6) law and I'm in server pain.